Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that noise and oversensing was observed on the rv channel that resulted in pacing inhibition for greater than 2 seconds of asystole. Additionally, r-wave measurements were noted to have dropped and pacing impedance measurements were noted to drop down to the 200 ohms range. The device was temporarily programmed doo.